Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion at l4-l5 <(>&<)> l5-s1 using a osteon white peek cage and rhbmp-2/acs. The cage and the bmp were both placed into the disc space. In addition, bmp was also placed in the transverse processes of the spine. Following the surgery, the patient underwent a CT scan on (B)(6) 2014 that reportedly showed posterior ectopic bone growth on the right side, affecting the foramen at l4-l5 <(>&<)> l5-s1. Reportedly, the patient has never recovered from his surgery and he continues to have daily disabling pain that prevents him from performing many of the basic activities of daily living.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.